Event description:
The following has been reported: biomed reported: "nothing reported by nurses other than pump needs to be picked up doesn't work ran test infusion no issues, but screen freezes up have to tap it a couple times to wake it up " (B)(6) 2025 customer reported: flaky screen. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for lcd input issues. Lcd was intermittently not responsive to touch inputs. No other damage was identified.